Manufacturer narrative:
H6: investigation summary: seven open 32g x 4mm pen needle samples were returned from lot. No. 1132272 along with fourteen sealed 32g x 4mm pen needle samples from lot. No. 1195588. Seven photos were also returned. Visual examination was carried out on the seven opened samples and a bent non patient end of cannula was observed on four samples and a broken non patient end of cannula was observed on two samples. No issues were observed with the remaining one open sample. A functionality test was carried out on the one remaining open sample and no issues were observed. Visual examination and a functionality test as per q-sop-183-dl was also carried out on the fourteen sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all confirmed samples were returned open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that 1 bd micro-fine¿ pro pen needle was difficult to attach to the pen. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "a patient had seven products that could not be attached to the pen."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 1 bd micro-fine¿ pro pen needle was difficult to attach to the pen. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "a patient had seven products that could not be attached to the pen."